Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported right side infection. Device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number 21327008 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported right side infection. Device has been explanted.